Event description:
It was reported that neurological changes and hematuria occurred. An ekosonic endovascular device was selected for use during a bilateral pulmonary embolism thrombolysis procedure. Approximately 5 hours into therapy, patient developed neurological changes and hematuria. Tissue plasminogen activator (tpa) had been discontinued per physicians order. At this time, the intensive care unit nurse called the ekos helpline for assistance with turning off tpa. Helpline clinical specialist explained best practice for discontinuing tpa. Additionally, helpline clinical specialist reminded the nurse that the ekos catheter cannot go through the magnetic resonance imaging scanner, but it can go through the computed tomography scanner if needed. Patient status was reported to be unresponsive and bleeding from multiple areas. No further information was obtained despite boston scientific efforts. If further information becomes available, this report shall be updated at that time.